Manufacturer narrative:
On 2-sep-2021, the product investigation was completed. It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an issue with air flowing back into the side port occurred. It was reported that the physician complained that air was being sucked into the clear hub on the vizigo sheath. The physician tried re-inserting the dilator straight into the sheath, without bending it, and the issue was not resolved. The vizigo sheath was then replaced, and the issue resolved. The procedure was completed. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed that no damaged observed on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The returned sample was connected to cool flow pump and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record (DHR) evaluation was performed for the finished device (B)(4) number, and no internal action related to the complaint was found during the review. Based on the DHR, h4. Device manufacture date was updated. The instructions for use contain the following warning: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an issue with air flowing back into the side port occurred. It was reported that the physician complained that air was being sucked into the clear hub on the vizigo sheath. The physician tried re-inserting the dilator straight into the sheath, without bending it, and the issue was not resolved. The vizigo sheath was then replaced, and the issue resolved. The procedure was completed. Additional information was received and it was reported that air was not being introduced into the patient. The physician attempted to re-introduce the sheath into the dilator. No medical intervention was required and the patient did not exhibit any neurological symptoms since the procedure was completed.